Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out the catheter tip. No occlusion was noted during testing.

Event description:
It was reported that the insulin pump alarmed no delivery during set change. Customer's blood glucose reading was 110 mg/dl. Customer is not able to troubleshoot at the time of the call. The cause of the issue was undetermined. Customer reports the alarm was resolved by a complete set change. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.